Event description:
It was reported that the patient with this previously capped rv lead exhibited possible infection, the incision site at the xyphoid area appeared never healed; during the postoperative visit, the patient suture sleeve had a bump, and the patient was placed on oral antibiotics. As of this time, this rv lead remained capped. Additional information received, the physician made a larger incision at the subxiphoid area and removed some tissue, confirmed infection was cleared, and the suture sleeve was not compromised. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).